Event description:
Customer called stating that his meter was reporting results with a decimal. An eval of the system was conducted over the phone which determined that his meter was reporting results in mmol/l instead of mg/dl. The customer was instructed on how to reset the meter back to mg/dl.